Manufacturer narrative:
Retraction - manufacturing report #2017233-2023-04107 is being retracted because the complaint is not deemed reportable.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used in the left splenic artery to treat a splenic artery aneurysm. Access was gained through the left radial artery with a boston scientific v-18 guidewire through a cook 8 fr introducer sheath. It was reported when the physician pulled the viabahn device delivery system deployment line the viabahn device started to deploy and expand, however, did not reach full expansion before entering the splenic artery aneurysmal sac. The viabahn device was removed from the patient without difficulty. The procedure was completed with coil embolization of the left splenic artery. There was no adverse consequence to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.